Manufacturer narrative:
UDI number: na

Event description:
The recipient reportedly experienced a fall and impact to the implant site, followed by loss of lock. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed a severely dented bottom cover. The photographic imaging inspection revealed multiple cracks in the hybrid and several dislodged electrical components. System lock could not be obtained at any spacing. The no lock and hybrid conditions prevented several of the electrical tests from being performed. The device failed one of the electrical tests performed. The open device visual inspection confirmed multiple cracks and wirebond damage on the hybrid. A hybrid visual inspection confirmed multiple hybrid cracks and dislodged electrical components. The residual gas analysis test produced a nitrogen result above the normal limit. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with a dented bottom cover, dislodged components, damaged wire bonds and multiple cracks along the hybrid. A corrective action has been initiated. In addition, this device had nitrogen that exceeded the limit. Based on an assessment of the residual gas analysis data, it is believed that this device was non-hermetic, and that the root cause of the excessive nitrogen was a leak through the feedthru seals. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.